Event description:
During routine testing of the device at the service center, the service technician observed the hook knob was missing. No other details regarding the nature of the event were provided. The calibrator was originally returned for a cf08 error. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.